Manufacturer narrative:
H11: internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned with original packaging. The color scheme of the device matches the print. One tooth of the inner blade has bent out of position and is missing the upper portion of the tooth. There is heavy scoring inside the outer blade and deformed on the opening edges from the deformed inner blade rotating inside of it. A functional evaluation was performed on the returned device and found that it is not possible to manually rotate the inner blade, nor can it be removed from the outer blade due to the bent tooth. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found a similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include allowing the rotating portion of the blade to touch another metal object or excessive ¿side-loading¿. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscectomy, the disposable blade stopped working, and when it was removed from the handpiece, the tip was getting stuck when turning. The procedure was completed without any surgical delay using a s+n back-up device. No further complications were reported.